Manufacturer narrative:
The technician replaced the head section gas shocks to resolve the issue.

Event description:
The technician alleged that the head section of the stretcher will not lower. No pt impact.